Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, the receiver keeps power cycling after the system check passed. No additional patient or event information is available. The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there were no failure detected. The receiver log was reviewed and a screen error alarm and a firmware error was observed. The reported event of receiver keeps power cycling after the system check passed was confirmed during log review. A root cause could not be determined.